Manufacturer narrative:
Analysis of the extension (serial # (B)(4)) revealed that the conductor body was broken less than 5cm from the proximal end. Analysis of the extension (serial # (B)(4)) revealed there was no significant anomaly with the device, only that the outer insulation of the body was cut. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update of the continuation of d11: product ID 3708660 lot# serial# (B)(4) implanted: 2017-(B)(6)explanted: 2018-(B)(6) product type extension product ID 3708660 lot# serial# (B)(4) implanted: 2017-(B)(6) explanted: 2018-(B)(6) product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) indicating that it is unknown when the patient first started to experience the high impedances and return of symptoms. The cause of the issue is unknown. The issue is reported to be resolved with the implantation of new extensions, high impedances have been resolved. Patient is doing well according the nurse practitioner. The ins remains implanted and extensions were sent to pathology. A request was made to pathology that the extensions be returned for analysis. This information was confirmed with the physician.

Manufacturer narrative:
Continuation of medical devices: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type extension. Information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 28-jul-2021, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 20-oct-2021, UDI#: (B)(4): no information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the rep said the healthcare provider tested the patient and impedances were over 40k ohms depending on head position. Patient impedance was normal when laying, but 40k ohms when the neck was turned. Rep tested the impedance today prior to revision and it didn't show any impedance issue: 1.5v before surgery: c8 1474 ohms c9 1768 c10 1450 c11 1411 8<(>&<)>9 3599 8<(>&<)>10 3226 8<(>&<)>11 3036 9<(>&<)>10 3373 9<(>&<)>11 3502 10<(>&<)>11 2572 ohms with twist lock impedance showed 9 at greater than 10k ohms, it alternated between 9 and 11 being 40k ohms. Rep did test again at 3 volts, after the extensions were replaced. 3 volts c8 1202 ohms c9 1407 c10 1196 c11 1117 8<(>&<)>9 2504 8<(>&<)>10 2370 8<(>&<)>11 2337 9<(>&<)>10 2421 9<(>&<)>11 2512 10<(>&<)>11 1963 right 1970 ohms(therapy) 1.677, 10- 11+ 1.5 volts impedance left 0-1+ 3.2 60pw 130 hz c0 1406 ohms c1 1324 c2 1523 c3 1655 0<(>&<)>1 2360 0<(>&<)>2 3166 0<(>&<)>3 3373 1<(>&<)>2 2684 1<(>&<)>3 2990 2<(>&<)>3 3463 ohms rep said hcp will test again with pt in the upright position after pt is no longer intubated, to see of impedance is still normal. The rep said the patient had a return of symptoms, but didn't give further detail. No further complications were reported or anticipated with this event.